Manufacturer narrative:
As reported, the optifix fixation device failed to fixate the mesh. Evaluation of the sample finds for bent guide wire and backup tabs. The reported performance issues are a known result of a bent guide wire and back up tabs at the distal tip. The components are found to be bent from applied forces when in use. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in (B)(4) 2023 the instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states, "care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh and/or tissue". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during a bilateral inguinal hernia repair, the optifix fixation device was used to fixate the mesh into soft tissue. The first fastener did not deploy, on the second attempt the fastener came out which did not fixate the mesh and fell into the patient¿s body. It was reported that the surgeon attempted to fixate the mesh again by repositioning the device, same issue occurred. It was also reported that the loose fasteners were removed from the patient¿s body. The surgeon used another optifix fixation device to complete the procedure. There was no reported patient injury.